Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump bolus history was incomplete. Customer was uncertain if blood glucose levels were impacted. At time of report, customer was not using pump therapy per health care provider. Review of pump data (t:connect) by tandem technical support showed that the customer went weeks without bolusing or changing out the cartridge. Customer explained that she disconnects from pump due to multiple procedures from organ transplant. Recommendation was made to customer to add a note to t:connect to explain gaps in pump data. Customer confirmed pump was recording bolus data from the previous day.